Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis that developed from the patient¿s mouth. In additional follow-up, the patient¿s pd nurse stated the patient had peritonitis on (B)(6) 2022. It was stated the patient was seen in the outpatient pd clinic for symptoms of abdominal pain and cloudy pd effluent. As a result, the patient had a pd culture obtained. Per the nurse, the pd culture grew the bacteria aggregatibacter actinomycetemcomitans. The patient was diagnosed with peritonitis and treated with intra-peritoneal (ip) vancomycin on an outpatient basis. The nurse reported that prior to the peritonitis, the patient experienced a leak (date unknown) occurring at the second connector of liberty cycler set (lot #unknown; product discarded). Per the nurse, the patient¿s wife wrapped a facecloth around the leak and the patient continued the pd treatment (against clinic protocol). The nurse stated the peritonitis is likely to be associated with the leak and that the bacteria (typically found in periodontitis) may have been harbored by the washcloth if the patient previously used the washcloth on their face. The patient recovered from the event and continues pd with the same cycler without any issues.